Manufacturer narrative:
DHR and complaint history review. Conclusion: device was manufactured prior to design change.

Event description:
It was reported that, "dr noticed that rachet mechanism on clamp was not holding during patella implantation. He held pressure manually until cement setup."